Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip.

Event description:
Customer states that the reservoir tube lip is cracked and rubber o ring is coming out. The damage is located at the reservoir compartment. Customer reports the reservoir is able to lock into place. Product is expected to return.